Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and quick release leak. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. Multiple large air bubbles were noted along the tubing length. The customer was assisted in priming out the air bubbles. The customer declined to continue troubleshoot for high blood glucose levels and attributes the highs to leak at the quick release.